Event description:
Three weeks post uae has a pelvic sonogram. The nurse was informed that she continued to have vaginal foul smelling discharge. The nurse said it was normal. She continues to have foul smelling vaginal discharge.